Manufacturer narrative:
.

Event description:
A report was received that the patient¿s ipg was not charging well. The patient will undergo a battery replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement procedure. No device malfunction suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was not charging well. The patient will undergo a battery replacement procedure.